Event description:
A hospital in (B) (6) reported via a distributor, that the pins in the heater wire adapter of an rt205 adult inspiratory heated breathing circuit were of unequal length. No pt consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B) (4). The product is not sold in the USA, but it is similar to a product, which is sold in the USA. The 510(k) for that product is k983112. The heater wire socket of the inspiratory tube of the rt205 breathing circuit was visually examined for pins of unequal length. The electrical resistance of the heater wire in the inspiratory tube was also tested using a multimeter. Results: visual inspection of the heater wire pins revealed that one pin was shorter than the other. The resistance of the heater wire in the inspiratory tube was found to be an open circuit. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the shortened heater wire pin and electrical open circuit indicates an error in the production crimping process that forms the pin and connects to the heater wire. This resulted in intermittent contact on this particular device. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests that the heater wire became an open circuit post production, most likely during transportation or equipment set-up. (B) (4)